Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a gradual increase in shock impedance measurements was noted and at the most recent follow up the values were > 125 ohms. The lead was implanted in 2006 and values were normal, at a normal replacement procedure in 2011 were also normal. Technical review as requested. A review by boston scientific technical services (ts) noted that the slow gradual rise of the shock impedance with no others signs of an issue with the device or leads would suggest this is likely a patient condition related situation which could include calcification or ionic layer build up around the coils or even the device. Ts discussed possible troubleshooting for the case. Ts noted that if testing is performed and shows that shock therapy is effective then continuing to monitor is recommended to assure the shock impedance remains stable. Ts discussed reprogramming the high shock impedance limit from the current 125 ohm value to 150 ohms or higher to limit in order to get latitude alerts for an already known high impedance but still allows for alerts if it continues to increase. Ts added that the shock impedance measurements have been fairly stable since (B)(6) 2016 and ranging from 115 to 135 ohms.

Event description:
Additional information noted that the physician will follow up with the patient to change the shock vector and possible defibrillation testing will be performed. This has not yet been scheduled.